Event description:
Dr. Took x-ray images of patient at follow-up appointment when it was noticed that the locking plate became detached from the implant. Dr. Revised the patient on (B)(6) 2026 by placing a plate over the cage and removing the detached locking plate from the patient.